Manufacturer narrative:
Additional information is not yet available for this event. Event date is no t known. Field service engineer (fse) went on site to repair the cracked lid. Fse replaced the lid and tested the device. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device lid was cracked. There is no reported harm to any patient.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections.